Manufacturer narrative:
The device was returned for analysis. The reported separation of clip introducer tubing was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported separation of clip introducer tubing appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the clip introducer detachment. It was reported the mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). The clip was implanted, however when retracting the clip introducer from the hemostasis valve of the steerable guide catheter, the tip of the clip introducer, broke off. The clip introducer break occurred outside of the anatomy. There was no resistance during retraction. One clip was implanted, mr was reduced to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.